Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the electronic connector was cracked, which could have caused the reported flickering image, however the reported issue was not duplicated. In addition, one small dead pixel was found on the image, however did not affect the functionality of the device. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the hd autoclavable camera head had flickering image, when used for a diagnostic cystoscopy biopsy. Subsequently, the intended procedure was completed with no delay. There was no harm or user injury reported due to the event.